Event description:
It was reported that patient presented foe scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The lead was capped on (B)(6) 2024 and replaced with new lead. There were no patient consequences.